Manufacturer narrative:
The event for heat/high amps/noise was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The sag head assembly was determined to be worn/damaged. The sag head assembly was replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the device was overheating during service at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.